Event description:
It was reported that the nurse stated that they started cooling a patient about 3 hours ago, they have 69 hours remaining. The arctic sun device seems to be cooling the patient below target, targeted temperature (tt) was 33.5c and patient temperature (pt) was 31.9c. Confirmed they have received multiple alarm 113 (reduced water temperature control). Current water temperature (wt) was 32.5c and water flow rate (wfr) was 1.7 l/min, nurse confirmed water temperature has not gotten any higher. System diagnostics showed that the water flow rate (wfr) was 1.6 l/min, inlet pressure (ip) was -6.7psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 663, and pump hours were 626. Nurse had not added any water to the device. Walked nurse through draining 500 ml from right drain port. After a few minutes, water temperature (wt) was up to 38c and rising. Discussed overfill, explained to recommend emptying the pads and disconnecting prior to filling the reservoir at any time. Informed nurse the water temperature should get up to 40c max. Suggested counter warming per their protocol to help the patient warm, especially if the patient continues to have a hard time warming when the water was 40c. Encouraged nurse to call back with any questions or issues.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The nurse stated that they started cooling a patient about 3 hours ago, they have 69 hours remaining. Current water temperature (wt) was 32.5c and water flow rate (wfr) was 1.7 l/min, nurse confirmed water temperature has not gotten any higher. System diagnostics showed that the water flow rate (wfr) was 1.6 l/min, inlet pressure (ip) was -6.7psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 663, and pump hours were 626. Nurse had not added any water to the device. Walked nurse through draining 500 ml from right drain port. After a few minutes, water temperature (wt) was up to 38c and rising. Instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they started cooling a patient about 3 hours ago, they have 69 hours remaining. The arctic sun device seems to be cooling the patient below target, targeted temperature (tt) was 33.5c and patient temperature (pt) was 31.9c. Confirmed they have received multiple alarm 113 (reduced water temperature control). Current water temperature (wt) was 32.5c and water flow rate (wfr) was 1.7 l/min, nurse confirmed water temperature has not gotten any higher. System diagnostics showed that the water flow rate (wfr) was 1.6 l/min, inlet pressure (ip) was -6.7psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 663, and pump hours were 626. Nurse had not added any water to the device. Walked nurse through draining 500 ml from right drain port. After a few minutes, water temperature (wt) was up to 38c and rising. Discussed overfill, explained to recommend emptying the pads and disconnecting prior to filling the reservoir at any time. Informed nurse the water temperature should get up to 40c max. Suggested counter warming per their protocol to help the patient warm, especially if the patient continues to have a hard time warming when the water was 40c. Encouraged nurse to call back with any questions or issues.